Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.the device is part of the advisory for this model.

Event description:
It was reported that the right ventricular lead fractured. The lead's high voltage capability remained in use and a new lead was placed for pacing and sensing. No patient complications have been reported as a result of this event. It was further reported there was an infection and the lead was subsequently removed.